Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported partial clip movement appears to be related to a combination of patient morphology/pathology and procedural conditions. The tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, torn leaflet and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse and an aorta hugger. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was placed in the middle of the p2 prolapse. The clip was deployed, reducing mr; however, the clip had tilted causing the leaflet to tear and mr to increase. The physician stated that the clip tore the leaflet due to either the initial positioning of the clip which could have been at a better angle or the valve was already too weak and was fully closed. Two additional clips were deployed to stabilize the partially moved clip. Three clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.